Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 430 mg/dl at the time of the incident and current blood glucose was 150 mg/dl. The customer¿s blood glucose was 140 mg/dl. The customer was treated with bolus. The customer had symptoms such as tiny bit nauseated. The customer does not allege pump was under delivering. The customer declined troubleshooting. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.